Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with no tortuosity in the distal left anterior descending (lad) coronary artery. The 2.0 x 12 mm xience alpine stent delivery system (sds) was advanced to the target lesion, but the balloon did not inflate during the procedure; therefore, the stent was not deployed. The sds was withdrawn without resistance. A new unspecified device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to deploy and inflation issues were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely a noted balloon tear caused the reported inflation issues and failure to deploy. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. As there was no reported issue during device preparation it is likely the balloon damage occurred due to interaction with the anatomy and/or device accessories used for the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.